Event description:
Reported via watchman patient call center it was reported that a cerebral vascular accident occurred. On (B)(6) 2021 a 31mm watchman flx laa closure and delivery system (wds) was implanted. The patient was discharged. The patient called the watchman patient call center on (B)(6) 2026 to report a stroke that occurred four months prior. The patient had questions about the stroke and was referred back to the implanting physician. The patient is currently back on eliquis. There were no additional details provided.